Event description:
It was noted on (B)(6) 2013 that this lead had a missing information in alert for low intrinsic amplitude. The facility was (B)(6), france. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).